Event description:
It was reported that the patient's system was explanted due to infection. On (B)(6) 2012, the patient presented with fever, increased spasticity, and fluid collection at the pump pocket. The fluid was aspirated and the culture came back as staphylococcus aureus. The system was then explanted on (B)(6). It was reported that the patient was hospitalized for post-surgical care until (B)(6) and was prescribed antibiotics and oral baclofen. About three weeks later, it was reported that the patient recovered without sequela. The drug used in this system was lioresal.

Manufacturer narrative:
(B)(4): final analysis of the pump found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.